Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardiac monitor exhibited the pre-elective replacement indicator trigger only a few days after implant. Further investigation by the engineering team confirmed that the trigger was only a diagnostic anomaly due to a temporary voltage drop, which occurred before implant caused by exposure to cold temperatures. The patient would continue to be followed normally. No further information was available.